Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in his sleep. The cause of death was natural causes. The caller stated that on (B)(6) 2016, the customer started having really low blood glucose for approximately six days. The caller did not specify any blood glucose values. The caller stated that the customer was a brittle diabetic. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; he had removed it the evening of his passing and left it the kitchen, before going to bed, because the insulin pump had been alarming. The caller did not specify what alarm. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The caller stated that they had already performed an upload to the carelink.